Manufacturer narrative:
The device is not returned as troubleshooting had resolved the issue of no image with the 190 series scopes. Some evaluation is performed by historical data. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. In light of the fact that the event was resolved by fixing both ends of the digital light source cable, this event could have been caused by improper connection of the digital light source cable. The instructions for use includes the following statements: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
This is the first of the two devices reported for this event. Due diligence was executed for this event. The device will not be returned to olympus, as troubleshooting was executed for the device in conjunction with the video system center and the issue was resolved. Image color bars were available without any scope connected. With the devices powered off, the scope and video scope cables were removed. The digital files cable were secured on the back of both the device and the video system center. The scope was then plugged in and the device and the video system center were turned on. The image was now available.

Event description:
As reported for this event, during the middle of an unknown procedure, the device working with the video system center, exhibited no image for the 190 series scopes. The image was available for the 180 scope. The device was swapped for another similar device and the procedure completed. The patient was monitored under anesthesia for an extra 10 minutes. There was no adverse impact to the patient. The device was inspected and installed correctly. The lamp type was not set differently from that of the device and/or brightness of the endoscopic image. The brightness of the examination light was set to the minimum necessary to perform the procedure safely. However, there was still no light. The nbi observation mode was not used during this procedure. The objective lens was not dirty. The video system center and light source cable was connected properly. There were no foreign objects such as detergent remnants, hard water residue, finger grease, or dust on the electrical contacts. There were no errors, alerts or warning messages displayed. There were no issues with the scope. The device was installed and set up correctly.